Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer inquired via phone call about the audio issue. The device failed the audio test during the call. The customer¿s blood glucose during the incident was 109 mg/dl. The device will be returned for analysis.